Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm was reading 47 mg/dl, then 41 mg/dl, then 50 mg/dl, and then low mg/dl. No bg meter comparison value was reported. The patient was wearing an omnipod insulin pump. The patient self-treated with soda. The patient then felt muscles aches and realized something was ¿unusual¿. He then tested his bg meter reading which was 558 mg/dl while the cgm was still showing 50 mg/dl. The patient then self-treated with insulin per routine diabetes management. The patient also tried calibrating his cgm device but it did not align with his bg meter reading. At an unspecified time later, the patient passed out between 11am-3pm with his wife testing his bg meter reading every 15 minutes. No medication or treatment was provided to the patient by his wife since the patient had already dosed himself with insulin. Eventually, it was reported that the patient's bg meter reading decreased to 200 mg/dl when the patient woke up and started to feel better. However, he still felt sore. The patient then removed his sensor as it was still providing an unspecified low reading. The patient did not seek any assistance from a higher level of care. The patient was feeling ¿good¿ but his muscles were still sore at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient self-treated. The reported glucose values fall within the d zone of the parkes error grid when he felt symptoms. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.